Event description:
It was reported to amsino on 27 may 2024 via email that: a hospital informed us a claim of 2 surveillance events for: sterile water pre-filled humidifier amsure, lot: j916 by: 1. "When the seal is broken, it is not permeable, obstructing the passage of oxygen, water falls on the patient". 2. "It leaks liquid content to the patient and in the area of the oxygen outlet port, it collapses and has to be cut with scissors to provide adequate oxygen therapy to the patient." On the date of june 3, 2024, amsino received a report. This report was a response to amsino's initiative to gather supplementary data via email. The content of the report is as follows: 1. The impact on patients were: a) patient 1: desaturation of the patient post anesthesia. B) patient 2: desaturation of the patient post anesthesia. 2. The devices were discarded. 3. It was reported to the internal authorities of the establishment as a "generic surveillance event"; therefore, due to health establishment protocols, these must be subsequently reported to the national authority. 4. A) patient 1: on (B)(6) 2024, post gynecological surgery (recovery unit). B) patient 2: on (B)(6) 2024: post abdominal hysterectomy (recovery unit).